Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient tried changing programs the day of the call but did not have any program options to choose from. The patient stated they had their programmer replaced in the past, but that the representative reinstalled the program information. On a second call, the patient reported they had been struggling with bladder pain due to an interstitial cystitis flare up for the past month, and they could not wait until next tuesday to meet with a representative. The patient again reported that they did not have any additional programs to choose from and it was an emergency. The patient reported they had tried increasing stimulation sometimes, but it did not help the pain. The patient stated their healthcare provider had a clinician programmer there and wanted to know if they could do the programming. It was reviewed that they could. The patient was redirected to their healthcare provider to discuss their options. On a third call, the caller inquired on how to check for additional programs on the programmer. The caller did not see any other programs available after being walked through checking. The caller stated stimulation was on at 1.7v. The caller stated the patient was in severe pain and since they had addiction problems they were unable to take pain pills. The caller was redirected to the patient¿s healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer. It was reported that the rep would call the patient to assist them. The patient reported that they were not sure how the loss of programs happened, but they were able to reprogram the remote with help from the rep to resolve the issue. No further patient complications are anticipated or expected as a result of this event.